Event description:
The facility reported a pujp with a "hazard alert completion." It is unknown when this problem occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "hazard alert completion" was confirmed as failure code 570 in the pump's event history file during product evaluation. Inspection of the device found the pumps main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.